Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that he could not recall exactly when he endured a severe low at night, but stated that he ate cookies was okay. At the time of contact, patient was in good condition. No medical intervention was reported.

Manufacturer narrative:
(B)(4).